Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device was unable to power on. The customer advised that they replaced the batteries in the device but that did not resolve the issue. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an electrically open internal land, between capacitor, designator c4 and capacitor, designator c25.

Event description:
The customer contacted physio-control to report their device was unable to power on. The customer advised that they replaced the batteries in the device but that did not resolve the issue. There was no patient use associated with the reported event.